Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose had been high and they did not know why. They had been correcting their high blood glucose with the insulin pump and manual injections. The customer also reported that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer¿s blood glucose level at the time of admission was 850 mg/dl. They were wearing the insulin pump at the time of hospitalization. Their blood glucose was lowered and they were sent home. Troubleshooting was performed on the insulin pump. Insulin exited without incident. They had no issues with the site or insulin. The device will not be returned for analysis.